Event description:
The customer reported the monitor went blank during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and performed a filament calibration. System operates as intended. (B) (4)